Manufacturer narrative:
The complaint reported thermal issue and battery swelling is currently under the referenced CAPA investigation. No further post market lab investigation evaluation is required. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pdm was leaking from the back and had a bulge and stated that they assumed it was the battery.